Event description:
It was reported that due to the pump tubing being too long the patient had his inflatable penile prosthesis (ipp) revised in order to shorten the tubing length. All components remained implanted and only an accessory kit was used. The patient noted as stable after this operation.